Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge, upon another attempt to charge, the device took an extended amount of time to charge to the selected energy. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The reported malfunction was observed during review of the clinical data. However, the reported problem could not be duplicated with the device. The multi-function cable receptacle and the CPR adaptor were replaced as a precaution. The device was recertified and returned to the customer. Review of the device clinical data for this event shows that the device took approximately 12 seconds to charge to 120 joules for the first shock and 15 seconds to charge to 150 joules for the second shock. The data showed that the device took longer than expected but did not exceed the maximum charging time of 25 seconds. The device was able to charge within the time specification and the charges were delivered without delay. There is no record of any other attempts to charge or shock. There were no events recorded to the device activity logs that would indicate that the battery was low or depleted. Additionally, the battery logs do not show any evidence of issues that would contribute to the device charging slowly. Analysis of reports of this type has not identified an increase in trend.